Manufacturer narrative:
(B)(4). The replaced single board computer (sbc) was received for investigation. It was attached to a test ventilator, and powered on multiple times, in an attempt to duplicate the reported malfunction. The device powered on normally, and no alarms or errors were generated. The device was set to run over 24 hours, and during this time, it was powered on and off multiple times. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator display froze. The ventilator was forcibly shut down and rebooted. The device was working normally but the screen froze again. The device repeatedly rebooted by itself with the frozen screen. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.